Event description:
It was reported that the 9800 system would intermittently not fluoro and had no image. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was replaced and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.